Manufacturer narrative:
An event regarding revision and pain involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because devices were not returned for evaluation, and insufficient information was provided. However, additional information, including operative reports, patient history, progress notes and additional x-rays are needed to further investigate this event. If further information becomes available this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Rep reported revision of right hip due to failed accolade I which patient experience pain and also part of recall.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Rep reported revision of right hip due to failed accolade I which patient experience pain and also part of recall.